Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the intellivue mx800 patient monitor indicating that they were not getting a red alarm when the blood pressure drops below the parameters. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer biomedical engineer (biomed). The biomed stated the mx800 monitor had a patient with an invasive blood pressure (ibp) line connected that only displays yellow alarms and does not display red alarm when outside of mean arterial pressure (map) measurement settings. The rse found that the extreme alarms setting not configured on the mx800 monitor. The rse explained to the biomed that the extreme alarms setting lets them enable or disable the extreme pressure alarms. The extreme pressure alarms, extreme high and extreme low are additional to the standard high and low limit alarms. They are generated by the active pressure alarm source, and are setup by adding a set value (the delta value) to the high and low alarm limits. This value can be set for each pressure label individual. The rse suspect the monitors 'extreme alarms" were not enabled, as the defaults are set to disabled. The settings not being enabled occurred during a software update performed by philips. The reported problem was confirmed. The customer is taking responsibility for servicing the device. The biomed advised closing case due to any clinical settings changes for alarms must be approved by the hospital alarm committee. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.